Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with this left ventricular (lv) lead was exhibiting loss of capture on the lv channel. The patient will be evaluated in the clinic. This crt-d system remains in service and no adverse patient effects were reported.